Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wrinkling/rippling".

Event description:
Healthcare professional reported "wrinkling/rippling", "change shape/size/style". This record is for left side. The device has been explanted and replaced.